Manufacturer narrative:
Section e1: reporter email was not available. Section h6: corrected. Manufacturer's investigation conclusion: no device-related issues associated with heartmate 3 left ventricular assist system (lvas), serial number (B)(6), were reported by the account. It was reported that, prior to the patient's left ventricular assist device implant, the patient had a teeth extraction that was complicated by bleeding. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Although no device related issues were reported by the account, the IFU lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
B3 event date updated. B5 narrative information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had poor dentition with a 17 teeth extraction on (B)(6) 2020 that was complicated by bleeding.

Event description:
It was reported that the patient had poor dentition with a 17 teeth extraction on (B)(6) 2020 that was complicated by bleeding.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.